Event description:
Report received from the USA stating that the device "will not lock the burr into place". The reporter stated that it was unknown if the device was used during surgery. It was unknown if any injuries or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.